Event description:
Caller reported a malfunction on pump, specifically noting the display of a malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided instructions for resetting the pump and assisted caller with this process, after which the malfunction did not recur. Caller was advised to continue using pump and to call back if issues persist.